Event description:
It was reported that after successful deployment of a vena cava filter, a detached marker band was identified in the ivc, adjacent to the filter apex. There was no attempt to retrieve the detached marker band. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.